Event description:
The patient contacted animas stating that the buttons are not activating desired pump functions when pressed and also that the highlight on menu screens is jumping. The patient reported that he started to program a bolus dose, which is when he discovered the issue. The buttons are clicking and springing back as usual. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. A review of the device history record confirmed that the pump was operating within specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.